Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty procedure (th12) due to primary osteoporosis ( compression fracture). It was reported that after insertion, expansion and verification of the front and side views were performed. While the balloon was expanded inside the body, cement mixing was conducted. Upon checking the cement viscosity and at the timing of deflating the balloon, blood backflow into one of the ibts was observed, indicating balloon damage. The other ibt was used without any issues. Since no contrast medium shadow was detected on the image in the fully deflated state, it was assumed there were no residuals inside the body, and the procedure was continued. It was noted that significant bone sclerosis had progressed, and only 1.5cc of cement could be filled at a time, leading the physician to comment that the bone might have been hard. Balloon ruptured during contraction. Pre- rupture pressure was not 200 psi or greater. There were no patient symptoms reported. There were no further complications reported regarding the event.